Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿sensitivity and specificity of blood cobalt and chromium metal ions for predicting failure of metal on metal hip replacement¿ by a j hart et al, reports on investigation of sensitivity and specificity of metal ions as an indicator for failure of mom hip replacement in 176 patients with a unilateral metal-on-metal hip replacement. 88 cases (44 male and 44 female, median age 55.5) with a pre-revision, unexplained failed hip and an equal number of matching controls with a well-functioning hip were enrolled between february 2007 and february 2011. The following hips were included in the study-birmingham hip resurfacing (smith and nephew), cormet (corin), asr (depuy), durom (zimmer), magnum m2a (biomet), adept (finsbury) and mitch (stryker). 26 asr implants were employed in the failed group of hips. Causes for revision were unexplained in 54, aseptic loosening in 17, infection in 6, malalignment in 4, fracture in 4 and size-mismatch in 3 patients. The metal ion levels were significantly different for cobalt, chromium and the maximum of cobalt and chromium in the two groups. Median whole blood maximum of cobalt and chromium was 8.4ppb (0.5 to 162.3). No clarification was found on which events were specifically present on specific patients. Asr hip implant was found to be associated with the above adverse events.